Event description:
It was reported an angio-seal device was deployed following an interventional procedure. The pt developed retroperitoneal bleeding. Review of the pre-deployed angiogram revealed the puncture was near or at the inguinal ligament. The pt underwent surgery; the angio-seal device components were removed and the artery repaired.